Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation. A physical investigation was performed for the catheter. The user report contains information regarding catheter malfunction upon opening. During physical investigation the helix was noted broken in the handle window of the catheter indicating the catheter was activated without guide wire present inside. This is a user caused device handling problem. Therefore, the investigation is confirmed for the reported issue. A clear root cause for this kind of break is use of catheter without guide wire. When turning on the catheter the guide wire should be inserted, as the helix is fragile and can break without guide wire support, even if it is short work time. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, while flushing the catheter in a bowl of saline, the helix screw inside the catheter allegedly stopped spinning. The procedure was completed using another device. There was no patient contact.